Manufacturer narrative:
The customer reported using two freestyle lite meters with (B) (4) (manufacture date - 07/03/07) and (B) (4) (manufacture date - 05/17/09) and two strips vials - (B) (4) and (B) (4). This is an initial report. The products have been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer's mother reported getting a message "lo" and readings in the 20's and 30's that were lower compared to how the customer felt. As a result of low readings, the caller reported giving her daughter sugar to bring her blood glucose up, which resulted in "dka". The customer reportedly got diagnosed with hyperglycemia and received treatment at a health care facility, however, the treatment is unknown. In addition, the caller reported that her second child was admitted to the hospital based upon a low reading of 24 mg/dl obtained on their adc meter, however, the hcp meter gave a glucose result of 90 mg/dl. The timeframe of the obtained readings is unknown. There was no report of death or permanent impairment associated with this medical event.